Manufacturer narrative:
The evaluation of the returned tunneling adapter confirmed the report that a prong from the tunneling adapter broke off. The tunneling adapter was returned with one of the leaflets broken apart. The broken piece was also returned. Analysis of the fracture faces under a microscope revealed striations indicative of the leaflet being bent away from the central axis, ultimately leading to failure. The patient remains ongoing with the lvad device and no further issues have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(4). Approximate age of device - 1 day. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that during implant, after tunneling the percutaneous lead (driveline), it was noted by the surgeon that a prong from the tunneling adapter broke off while being tunneled. The piece was retrieved after some searching and digging along the percutaneous lead (driveline). The surgeon believes it may have been caused by the muscle fascia, in that it was more difficult to tunnel because the patient was younger with tougher muscle. No further information was provided.